Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The devices were not returned for evaluation. Patient imagery was returned for evaluation.  A review of the photographs provided showed presence of tortuosity in the access vessel. The right femoral artery appeared to be more tortuous and smaller in diameter when compared to the left femoral artery. Calcification was present in the right and left iliacs. A device history review (DHR) was performed and revealed no issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to the reported split on the sheath and one other complaint relating to the reported resistance with the delivery system. A review of complaint history from april 2018 to march 2019 for the edwards esheath introducer set (all models and sizes) revealed returned complaints for the reported split on the sheath and the reported resistance with the delivery system. A review of complaint history revealed that the occurrence rate does not exceed the march 2019 control limits for these trend categories. Based on the review of the instructions for use (IFU) or training manuals, no deficiencies were identified. During manufacturing, the sheath shaft component was 100% visually inspected, the tip was 100% visually inspected, and the esheath underwent 100% visual inspection by both manufacturing and quality. In addition, product verification (pv) testing was performed and all samples passed pv testing. These inspections indicate that the esheath has sufficient inspections in place to identify defects related to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The reported split on the sheath and the reported resistance with the delivery system were unable to be confirmed due to unavailability of the device/device imagery. Because the device was not returned for evaluation, engineering was unable to perform any visual, dimensional, or functional analysis on it, and the presence of a manufacturing nonconformance could not be confirmed. However, a review of the lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the device has sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. A review of complaint history suggests that patient and/or procedural factors may have contributed to the reported events. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Patient¿s access vessel was moderately tortuous with mild calcification. Tortuosity can create a challenging pathway for device (sheath and/or delivery system) insertion. Similarly, presence of calcification can increase push forces necessary to advance the sheath into the vessel, and the delivery system through the sheath. If high push forces were required to insert the catheter, additional device manipulation would likely have been applied to overcome the resistance and may have resulted in the sheath tip damage. A definitive root cause could not be determined at this time. However, available information therefore suggests that patient factors (tortuosity/calcification) and procedural factors (device manipulation) may have contributed to the complaint events. No manufacturing non-conformances were identified, and a review of IFU/training materials revealed no deficiencies. Because the complaint rates do not exceed control limits, no corrective or preventative action is required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the control limit for the respective trend category, a product risk assessment escalation is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist, difficulty advancing 26mm sapient 3 valve through 14fr esheath  via rfa at the level of the common iliac. Maneuver done to pull sheath and commander delivery system slightly back and the delivery system was able to be advanced. The sheath and delivery system re-advanced and the delivery system could passed through the sheath. Upon sheath removal, access site was not able to be closed by prostar. Sheath tip appeared split but not missing any material. Femoral access gained on left femoral side and coda balloon placed in abdominal aorta to control the bleeding and the patient became stable. Surgeon cut down to rfa and surgically repaired access site. Surgeon stated he did not see prostar sutures in the femoral artery but also difficult to tell due to adipose tissue. Unsure if sheath tip caused damage at access site or if caused by prostar failure. Access site was surgically closed and patient stable.